Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem-rt 70 catalog # 183012 lot # j6452368, vngd ant stblzd brg 14x83 catalog # 189124 lot # 748850. The complainant has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2020-00735. 0001825034-2020-00738. Remains implanted.

Event description:
It was reported that the patient had a total knee arthroplasty. Subsequently, the patient experienced knee stiffness, pain swelling, and arthrofibrosis that resulted in a manipulation under anesthesia. Attempt for further information has been made, but no further information has been provided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that this device is related to the event.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that this device is related to the event.